Manufacturer narrative:
The referenced device was returned to olympus for repair. The evaluation confirmed the customer¿s reported problem, no image displayed due to fluid immersion failure of the charged coupled device (ccd) unit. Additionally, there are scratches and kinks on the cable unit and the camera head mount is loose. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. No repair history related to the reported phenomenon was confirmed. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. It is possible that the reported event occurred because the video function did not work properly due to water immersion failure of ccd. The cause of the water immersion cannot be conclusively determined. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer high-definition autoclavable camera head was returned to olympus for repair for a reported no image defect, ¿the screen does not appear¿. The reported event was found during an unspecified event. No death, injury or harm was reported.